Manufacturer narrative:
Device component code 3088 is related to device problem code 1104 for the problem of needle detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture inside the patient and was not found. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue with white stripe dilator is broken. The dart was retrieved from behind the capio catch. Additional analysis revealed that there is suture attached to the dart indicating that the suture broke. Analysis revealed no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. This event was originally reported as both an adverse event and product problem; however, investigation found that the needle was lodged inside the capio device. No device fragment was left inside the patient.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture inside the patient and was not found. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.